Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(6), batch: 112187, UDI: (B)(4).

Event description:
It was reported that during an implantable pulse generator (ipg) replacement procedure (MFR report number 3006630150-2025-06107), the physician found one lead which was completely severed. The physician opted to leave the lead as is and patient was doing well postoperatively.